Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, atrial lead noise due to myopotentials oversensing was observed. It was also noted that the patient experienced extracardiac stimulation. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.